Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing process on a colorectal surgery, the device did not fire. It was stated that the device did not staple the tissue. A suture was used to close the anastomosis and complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and cross cutting staple line marks were also observed in the mylar cutting ring. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected secondary conditions of damaged knife and cross cutting staple line marks that have no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage and cross cutting staple line marks may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.